Event description:
This unsolicited case from (B)(6) was received on 02-sep-2016 from a patient. This case concerns a (B)(6) female patient whose physician changed treatment to 1 application of 2 ml of synvisc every month in right knee (off label use) and the patient experienced application site inflammation and unspecified articular infection while receiving treatment with synvisc. The patient had a medical history of gonarthrosis in both knees of unspecified time of evolution, in previous unknown treatment. The patient denied other important medical history, allergies and concomitant medications. No concurrent condition was reported. On an unknown date in 2016, the physician changed the previous unknown treatment to intra-articular synvisc injection at a dose of 2 ml every month in right knee(off label use) (batch/ lot number and expiration date: not provided) for gonarthrosis. On an unknown date in (B)(6) 2016, after the second application of synvisc in right knee, after unknown latency, the patient presented moderate application site inflammation for which the physician prescribed 1 oral capsule of 100 mg of celecoxib (celebrex) every 12 hours for 5 days. On an unknown date in (B)(6) 2016, the patient recovered from the adverse event of application site inflammation. On an unknown date in (B)(6) 2016, after the first application of synvisc in left knee, after unknown latency, the patient presented unspecified moderate articular infection, therefore, the patient physician extracted 70 ml of synovial fluid and prescribed ketorolac, dicloxacillin and benzylpenicillin (penicillin) as corrective treatment. The doctor did not perform cytochemical studies, cytological or cultures of synovial fluid. On an unknown date in (B)(6) 2016, the patient recovered from the adverse event of articular infection. The patient did not provide further information. Action taken: no action taken. Corrective treatment: dicloxacillin, benzylpenicillin, ketorolac, fluid extracted for unspecified articular infection; celecoxib for application site inflammation. Outcome: recovered for articular infection and application site inflammation. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event (ime) for articular infection. Additional information was received on 13-sep-2016. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 13-sep-2016: this case concerns a female patient who was treated with synvisc injection for gonarthrosis and later had unspecified articular infection. Based on the information, the causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors including the conditions under which the injection was administered, precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 02-sep-2016 from a patient. This case concerns a (B)(6) female patient whose physician changed treatment to 1 application of 2 ml of synvisc every month in right knee (off label use) and the patient experienced application site inflammation and unspecified articular infection while receiving treatment with synvisc. The patient had a medical history of gonarthrosis in both knees of unspecified time of evolution, in previous unknown treatment. The patient denied other important medical history, allergies and concomitant medications. No concurrent condition was reported. On an unknown date in 2016, the physician changed the previous unknown treatment to intra-articular synvisc injection at a dose of 2 ml every month in right knee (off label use) (batch/ lot number and expiration date: not provided) for gonarthrosis. On an unknown date in (B)(6) 2016, after the second application of synvisc in right knee, after unknown latency, the patient presented moderate application site inflammation for which the physician prescribed 1 oral capsule of 100 mg of celecoxib (celebrex) every 12 hours for 5 days. On an unknown date in (B)(6) 2016, the patient recovered from the adverse event of application site inflammation. On an unknown date in (B)(6) 2016, after the first application of synvisc in left knee, after unknown latency, the patient presented unspecified moderate articular infection, therefore, the patient physician extracted 70 ml of synovial fluid and prescribed ketorolac, dicloxacillin and benzylpenicillin (penicillin) as corrective treatment. The doctor did not perform cytochemical studies, cytological or cultures of synovial fluid. On an unknown date in (B)(6) 2016, the patient recovered from the adverse event of articular infection. The patient did not provide further information. Action taken: no action taken. Corrective treatment: dicloxacillin, benzylpenicillin, ketorolac, fluid extracted for unspecified articular infection; celecoxib for application site inflammation. Outcome: recovered for articular infection and application site inflammation. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: important medical event (ime) for articular infection.